Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that while checking this pacemaker system before a scheduled surgical upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture and pacing inhibition were observed on both the right atrial (ra) lead and right ventricular (rv) lead. Pace impedance was noted to be approximately 350 ohms, which is low but still within normal specification limits. When the impedance trend was checked, the measurement values were noted to be variable. Lead conductor fractures and lead insulation failures were suspected by the physician. During the surgical procedure, the pacemaker device was explanted, the ra and rv leads were surgically abandoned, and the products were replaced with products of a different manufacturer. The surgical procedure was noted to have been completed without a problem. No additional adverse patient effects were reported.

Event description:
It was reported that while checking this pacemaker system before a scheduled surgical upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system, loss of capture and pacing inhibition were observed on both the right atrial (ra) lead and right ventricular (rv) lead. Pace impedance was noted to be approximately 350 ohms, which is low but still within normal specification limits. When the impedance trend was checked, the measurement values were noted to be variable. Lead conductor fractures and lead insulation failures were suspected by the physician. During the surgical procedure, the pacemaker device was explanted, the ra and rv leads were surgically abandoned, and the products were replaced with products of a different manufacturer. The surgical procedure was noted to have been completed without a problem. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.